Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alerts (lias) approximately six weeks apart for high rate non-sustained episodes and a high number of short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.